Event description:
It was reported that during a supply change, the ilet user inadvertently pulled the infusion set out of the applicator while attempting to cock it into place. Customer care guided the user to use a new infusion set and perform a site change using filled tubing, after which insulin delivery resumed normally. Symptoms included no adverse clinical effects. Outcomes included no alerts, no alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user handling error related to infusion set deployment and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.